Manufacturer narrative:
One kangaroo epump was received with the customer complaint of ¿no audio¿. The complaint was duplicated. The root cause was isolated to be a damaged component in the buzzer circuit. A formal corrective and preventative action investigation has been opened to address this issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit to the service center for repair. Upon triage on (B)(6) 2018, the service technician found that the unit had no audio.